Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The sawblade was being used in surgery when the blade broke.

Manufacturer narrative:
Conclusion and justification status for MDR: the bx/12 sterile gigli saw 20 associated with the report was not returned for examination. A 2 year search of the complaint database found no other reported events against product code 656014000. The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.